Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated, and an error message was displayed. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to interrogate and error message were confirmed. The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage at below end-of-life level. Final analysis found that the device exceeded its projected longevity, consistent with normal battery depletion.

Event description:
New information received indicated that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced on (B)(6) 2025. The patient was in stable condition following the procedure.